Event description:
It was reported that while using 2 bd vacutainer® push button blood collection set, the non-patient needle grey rubber sheath did not function properly, causing blood to be leak out. There was no health impact or consequence reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 2 bd vacutainer® push button blood collection set, the non-patient needle grey rubber sheath did not function properly, causing blood to be leak out. There was no health impact or consequence reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: may 12, 2025. Investigation summary. Bd received 22 samples (1 used, 21 unused) and 1 photo for investigation. A visual inspection was performed on the used sample, which failed due to blood found in the device holder and on the sleeve. A visual inspection of the photo revealed sleeve side piercing. Additionally, 21 unused samples underwent functional tests, and these samples passed the tests with no evidence of side pierced sleeve, poor sleeve recovery, or sleeve leakage during use. Furthermore, these 21 unused samples also passed another set of functional tests, demonstrating their ability to retract without any leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function based on the used returned sample provided and photo. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.